Event description:
It was reported that this left ventricular (lv) lead lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. Another ra lead was successfully placed.

Event description:
It was reported that this left ventricular (lv) lead lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. Another ra lead was successfully placed.